Manufacturer narrative:
This initial and final emdr report is being submitted to FDA for like products reporting. Parts of the device were returned to the manufacturer. The product complaint investigation was conducted, and the results are noted below: the lens was ejected out from the injector tip and was not returned. The slider and the rod could advance fully. The cartridge was deformed at the tip. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From our investigation, we believe this issue is not product related. Risk analysis conducted on the product line and failure codes are noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation.

Event description:
Leading haptic did not fold properly and was trapped between plunger an the cartridge tip, so the haptic torn off. Lens had to be explanted (no patient impact). New lens was implanted. Second implantation went well without harming the patient.